Event description:
The hosp reported that, the pt was treated in 2006, with the device in question for neck bridging and five coils. The post procedure result was good. After treatment, the pt felt a headache. By the following sunday, the pt got worse and re-treatment was necessary. The hosp reported that the physician observed that the device in question was thrombosed and started lysis. The pt outcome is bad with no further info at this point.

Manufacturer narrative:
The device in question will not be returned to boston scientific because it has been implanted. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant info is found, a supplemental report will follow.